Manufacturer narrative:
The tech found the right caregiver controls were damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the right caregiver control board to resolve the issue . Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed articulated when plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).